Manufacturer narrative:
This report is submitted on january 23, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a wound breakdown and infection at incision site; subsequently the patient was treated with topical antibiotics for a duration of 2 weeks on (B)(6) 2018. Clinical management is ongoing.